Event description:
On (B)(6) 2011, the home patient called in with questions regarding therapy. The patient mentioned that he had a fibrin clot about a month ago and had peritonitis and went to the hospital. On (B)(6) 2011, product surveillance contacted the facility to speak with the peritoneal dialysis nurse regarding this patient's peritonitis case. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. It is unknown whether a cell differential was performed. The patient was treated with antibiotics and is recovering. The nurse did not believe that the peritonitis was caused by baxter products or the therapy but it was a result of a hospital visit for the patient's radiation therapy. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11h17061, h11h20032 with no issues noted during the manufacturing process. Based on the information obtained during baxter's investigation, the reported issue could not be confirmed and the cause could not be determined.